Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and the rep reiterated that they were having trouble charging and that they had to recharger the controller twice a day and the ins every 9 hours. It takes the patient between 2-24 hours to recharge the ins. Recharge calculations showed that the battery should last 1 day. The patient noted that a lot of the times the recharger wont connect at all and that it can take hours to get a good spot for coupling. The ins battery used to last longer and they did not have to recharge as frequently when it was first implanted. It was noted that the patient has gained 5 pounds since implant when it was easier to charge. The patient then noted that they see the rm04 error code and that sometimes they cant turn the controller on. Sometimes they are not able to turn amplitude up or down. A manufacture representative was meeting with the patient on (B)(6) 2019 to address these issues. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. Starting within the last two wee ks, the patient is having trouble charging. Typically they see good coupling and occasionally it changes to excellent. Sometimes they need to charge two time a day and sometimes the ins lasts all day (from the time they wake up until they go to sleep). The patient also noted that their controller will shut off mid charge and it will only charge the ins to 60% sometimes. It will sometimes charge fully. The patient stated that they have to stand and stay very still in order to charge. They noted that they were reprogrammed in the fall. The patient was redirected to follow up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.